Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2020. Additional information: d4, h4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What is the name of index surgical procedure? What date was the hematoma diagnosed? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a penile procedure on (B)(6) 2020 and absorbable hemostat was used. The patient came back after surgery with a hematoma and needed to have blood clots drained for one hour. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/25/2020. Additional information was requested, and the following was obtained: 1. What is the name of index surgical procedure? Penile implant, inflatable penile prothesis (ipp). 2. What date was the hematoma diagnosed? Surgery date was on (B)(6), patient came back with pain and a hematoma on (B)(6). 3. Relevant patient history? No. 4. Any intraoperative concurrent use of other products? No. 5. What is the lot number? Qcbhhq. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 7. Where was the surgicel used (on what tissue)? Underneath the root of the penis 8. How much surgicel was used during the procedure? 3g. 9. Was the surgicel product left in place? Was the excess irrigated and removed? Left in place, minimal irrigation. 10. What were current symptoms following the index surgical procedure? Onset date? Pain and swelling. 11. Has any surgical or medical intervention been performed? Hematoma and blood clot drainage. 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? Hard to tell because it only happened once. 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? Potentially but hard to tell because bleeding looked to be maintained prior to closing. 14. What is the patient¿s current status? Stable. The following information was requested, but unavailable: 1. The patient demographic info: age, weight, bmi at the time of index procedure? 2. The diagnosis and indication for the index surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.